Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the peritonitis event. On that same day, the patient started treatment with intraperitoneal vancomycin (4 mg/2l; frequency and duration not reported) and intraperitoneal gentamycin (70 mg/2l; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Three days after event onset, the patient was discharged from the hospital. At the time of this report, the antibiotic treatment remains ongoing and the patient is recovering. No additional information is available.